Event description:
Bradycardia rx heart monitor caused severe, constant burning in chest within 2 hours. Also caused bleeding and skin sloughing off. Had the monitor on for a total of 36 hours before I had to take off. Skin is still healing heading into (B)(6).